Event description:
It was reported that the patient underwent an inflatable penile prosthesis revision surgery because the device was not inflating completely. Cylinders and pump were removed and replaced. There were no patient complications.